Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the field service engineer (fse) connected with the customer and guided them in opening the back of the unit to check for obstructions near the matrix sensors. An alcohol swab was found covering the sensor. The customer powered off the pyxis using the maintenance reboot flip switch, removed the alcohol swab, and powered the unit back on. The customer confirmed that the failed symbol was cleared and successfully inventoried medication in the drawer. The system functioned as intended after the field service engineer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary decc drawer 7 not detected on bus. The customer attempted storage space recovery unplugged the station and rebooted the device; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.